Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the front end pcb to resolve the issue. The unit passed full calibration,,functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) ECG cable connector would not stay connected however, it worked good enough to acquire an ECG. It is unknown the circumstances in which the event occurred. However, there was no patient involvement, thus no adverse event was reported.